Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, information was received from a patient, who was implanted with an implantable neurostimulator (ins). For urinary/bowel dysfunction and urge incontinence. It was reported, that they were still going to the bathroom all the time. Reviewed how to increase stim. Patient was able to increase stim to a comfortable level. On (B)(6) 2024, additional information was received from the patient. They reported, that their therapy issue had continued. They had spoken with some other people before calling in. They did not think the therapy was working at all, because they were still going to the bathroom a lot. The patient said, sometimes they go to the bathroom "one after another", before they can get another diaper on. Agent reviewed, how to connect to the ins to check therapy status. As the patient was positioning the communicator over the ins, they mentioned, that the ins usually sticks out, but not this time. The patient confirmed, therapy was turned on. Agent reviewed, programming considerations. And the patient decided to increase stimulation. The patient confirmed, they could feel stimulation when they increased it and stimulation was comfortable. The patient will maintain stimulation level and continue to monitor symptoms. The patient said, they would consider making an appointment with their managing healthcare provider (hcp).